Event description:
Boston scientific crm received information that last impedance check of this left ventricular (lv) lead, impedance was 512 ohms. Today, impedance is greater than 2000 ohms when programmed lv tip to ring and lv ring to tip. However, when programmed lv ring to coil, impedance is 468 ohms.

Manufacturer narrative:
A boston scientific crm technical services consultant discussed the reported clinical observations with the caller. The consultant suspects there is a lead tip fracture as it can pace in ring to coil configuration without diaphragmatic stimulation. The consultant suggested consulting the patient's physician, but stated the lead should be okay. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.